Event description:
It was reported by the user site that prior to a selenia dimensions 3d patient exam on (B)(6) 2026, the gantry of the device shook when moving up and down. No user injury was reported. A hologic field service engineer (fse) was dispatched to investigate the device and performed backlash measurement for the vertical travel assembly (vta). The fse reported that the vta backlash measurements were uneven, and that the c-arm was shaking when going up and down. The fse replaced the lead screw and calibrated the vta and verified that the system is performing to manufacturing specifications. No further information is currently available.